Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges customer was positioning herself close to her bed when the joystick got wedged under the side rail and kept the chair driving. The whole bed lifted up and then eventually landed on consumer.

Manufacturer narrative:
A pride rep evaluated the device. It was determined that the alleged incident occurred as a result of the tilt switch being depressed unintentionally. This caused the hospital bed to lift and drop on consumer's foot. Removed the tilt switch and the consumer now tilts exclusively through the joystick.

Event description:
Alleges customer was positioning herself close to her bed when the joystick got wedged under the side rail and kept the chair driving. The whole bed lifted up and then eventually landed on consumer.